Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 5fr sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the intent was to use a prostyle along with a non-abbott device; however, the prostyle could not be pulled out of the vessel. After increased force was used, the first prostyle was successfully removed from the vessel; however, this caused bleeding due to vessel damage, as the anterior foot of the first prostyle was not fully closed. A hematoma developed. A second prostyle device was inserted. The same issue of the anterior foot not closing occurred with the second prostyle device. The second prostyle device was removed by turning the device and pulling the device carefully. The sheath was upsized to a 10fr and the tavi procedure was completed; however, the pre-close technique was abandoned. A cross-over balloon was inserted and dilated and protamine was administered. Hemostasis was achieved with use of another non-abbott device, dilatation with a cross-over balloon and protamine administration. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Difficult to open or close was not confirmed. The difficult to remove is related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely the foot caught tissue during closure of the foot which induced the difficulty to remove. This may occur if the foot is in the access site. The difficulty then resulted in the use of force and the reported patient effects. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the initially filed report, two prostyle devices were successfully pre-placed. No additional information was provided.